Event description:
Customer provided the folling answers on 02/21/2025. Q: two events of leakage were reported in your recent complaint. Please answer the following questions for reportability concerns. 1. Are individual event dates available for each of the reported occurrences? If yes, please provide the dates. 2. Are individual patient identifiers available for each of the reported occurrences? If yes, please provide the relevant identifiers. 3. Was the delay in treatment for the patient temporary,? If yes, how long was their treatment delayed? 4. Did this event result in a change in treatment for the patient? A: 1 . Only the date of one leakage event was provided, and the other adverse event occurred before, and the nurse expressed that there had been a similar leakage before, and it was also the same indwelling needle, but it was not fed back to the equipment department. 2. No, only one example is provided. 3. Enhanced CT was directly replaced with non-contrast scanning, and the cost of enhanced CT has been refunded, and the treatment has not been delayed. 4. The examination method has changed, and the enhanced CT scan has been directly replaced by non-contrast scanning.

Manufacturer narrative:
1. The customer returned 1 video, no defective sample. From which it is identified that the septum of the sample has dislodged, causing the adhesive injection hole of the catheter hub to be exposed and leaking. 2. DHR/bhr review lot# 3234067. 1-this batch of products were assembled at intima ii auto line 4 in aug 2023, and packaged at r240 package line in sep 2023. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. Performed 45psi leakage test for the retained samples of this batch, and no complaint defects are found. 4. The septum and the catheter hub are bonded by uv adhesive. After the adhesive is dried, the visual inspection system conducts 100% inspection, which will automatically identify and remove defective products. The visual inspection system is challenged with standard samples every day at 7:00, 19:00 and when changing product gauge to ensure the effectiveness of the inspection. 5. It is recommended customers to use the appropriate product for high-pressure injection. Conclusion(s): from the video, it is identified that the sample is leaking due to dislodgement of the septum. Because the product of this sku (383057) has never been declared to be used for high-pressure injection, and no defective samples have been received for further testing, it cannot be confirmed that the root cause of the defect is related to product quality.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 20gax1.16in prn slm npvc leaked with power injection radiology patients undergoing abdominal hyperbaric angiography, iohexol injection leaks completely both sides of the indwelling needle catheter seat.since the nurse did not know it was a problem with the needle, she did not remove the needle immediately, and a lot of blood flowed out of the catheter base of the needle, which was then removed, and the patient's family was very upset.